Event description:
It was reported that pump displayed malfunction code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully performed reset without recurrence of malfunction code, and was advised to continue using pump and to call back if issue recurred, which customer acknowledged and understood.